Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 13-aug-2015. The most recent information was received on 25-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), menorrhagia ('major monthly cycle/ menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 25-year-old female patient who had essure (batch no. A78082, a73748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted, specify : no". The patient's medical history included multigravida in 2013 and parity 4 in 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"), lasting 61 days and experienced procedural pain ("excruciating pain") and post procedural discomfort ("uncomfortable"). In (B)(6) 2015, the patient experienced abdominal pain ("unexplainable such as, contraction like cramping/ pelvic/ abdominal"), mood swings ("mood swings"), hot flush ("hot flashes"), pelvic pain ("shooting pains threw my pelvic area and back/ pain: chronic/ pelvic/ abdominal") and back pain ("shooting pains threw my pelvic area and back"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pain ("pains"), feeling abnormal ("physically and mentally fed up"), general physical health deterioration ("damaged me not only internally but externally"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), genital haemorrhage ("gen. Abnormal. Bleed,"), anxiety ("anxiety"), vaginal discharge ("bladder/urinary problems vag. Infect., vag. Discharge,"), vaginal infection ("bladder/urinary problems vag. Infect., vag. Discharge,"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), vision blurred ("vision probs: blurred vision"), migraine ("migraines\headaches"), pruritus ("dry itchy skin"), dizziness ("dizziness"), gastrooesophageal reflux disease ("acid reflux") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. In 2013, the menorrhagia and abdominal pain lower had resolved. In 2015, the pain had resolved. At the time of the report, the fallopian tube perforation, procedural pain, post procedural discomfort, abdominal pain, mood swings, hot flush, pelvic pain, back pain, dysmenorrhoea, metrorrhagia, genital haemorrhage, anxiety, vaginal discharge, vaginal infection, fatigue, hormone level abnormal, headache, nausea, vision blurred, weight increased, migraine, pruritus, dizziness, gastrooesophageal reflux disease and alopecia outcome was unknown, the vaginal haemorrhage had resolved and the feeling abnormal and general physical health deterioration had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, dizziness, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, gastrooesophageal reflux disease, general physical health deterioration, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pain, pelvic pain, post procedural discomfort, procedural pain, pruritus, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013. Lot number:a73748, manufacture date:2012/11, expiration date:2015/11. Lot number:a78082, manufacture date:2012/12, expiration date:2015/12. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 13-aug-2015. The most recent information was received on 01-oct-2021. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), heavy menstrual bleeding ('major monthly cycle/ menorrhagia (heavy menstrual bleeding) and vaginal hemorrhage ('abnormal bleeding (vaginal) in a 25-year-old female patient who had essure (batch no. A78082, a73748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted, specify : no". The patient's medical history included multigravida in 2013 and parity 4 in 2013. Concurrent conditions included endocervicitis, paratubal cyst and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"), lasting 61 days and experienced procedural pain ("excruciating pain") and post procedural discomfort ("uncomfortable"). In (B)(6) 2015, the patient experienced abdominal pain ("unexplainable such as, contraction like cramping/ pelvic/ abdominal"), mood swings ("mood swings"), hot flush ("hot flashes"), pelvic pain ("shooting pains threw my pelvic area and back/ pain: chronic/ pelvic/ abdominal") and back pain ("shooting pains threw my pelvic area and back"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal hemorrhage (seriousness criteria medically significant and intervention required), pain ("pains"), feeling abnormal ("physically and mentally fed up"), general physical health deterioration ("damaged me not only internally but externally"), dysmenorrhoea ("dysmenorrhea (cramping)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), genital hemorrhage ("gen. Abnormal. Bleed,"), anxiety ("anxiety"), vaginal discharge ("bladder/urinary problems vag. Infect., vag. Discharge,"), vaginal infection ("bladder/urinary problems vag. Infect., vag. Discharge,"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), vision blurred ("vision probs: blurred vision"), migraine ("migraines\headches"), pruritus ("dry itchy skin"), dizziness ("dizziness"), gastrooesophageal reflux disease ("acid reflux") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy and bilateral salpingectomy). Essure was removed on(B)(6) 2021. In 2013, the heavy menstrual bleeding and abdominal pain lower had resolved. In 2015, the pain had resolved. At the time of the report, the fallopian tube perforation, procedural pain, post procedural discomfort, abdominal pain, mood swings, hot flush, pelvic pain, back pain, dysmenorrhoea, intermenstrual bleeding, genital hemorrhage, anxiety, vaginal discharge, vaginal infection, fatigue, hormone level abnormal, headache, nausea, vision blurred, weight increased, migraine, pruritus, dizziness, gastrooesophageal reflux disease and alopecia outcome was unknown, the vaginal hemorrhage had resolved and the feeling abnormal and general physical health deterioration had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, dizziness, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, gastrooesophageal reflux disease, general physical health deterioration, genital hemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hot flush, intermenstrual bleeding, migraine, mood swings, nausea, pain, pelvic pain, post procedural discomfort, procedural pain, pruritus, vaginal discharge, vaginal hemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: cervix: mild chronic endocervicitis. Endometrium: benign secretory pattern. Myometrium: no pathologic diagnosis. Serosa: adhesions. Fallopian tubes, right and left: paratubal cyst. Lot number:a73748, manufacture date:2012/11, expiration date:2015/11. Lot number:a78082, manufacture date:2012/12, expiration date:2015/12. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-oct-2021: medical record received. Essure stop date, medical history and reporter were added. Action taken with drug were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 02-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), menorrhagia ('major monthly cycle/ menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 25-year-old female patient who had essure (batch no. A78082, a73748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted, specify : no". The patient's medical history included multigravida in 2013 and parity 4 in 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced procedural pain ("excruciating pain") and post procedural discomfort ("uncomfortable") and experienced menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"), lasting 61 days. In (B)(6) 2015, the patient experienced abdominal pain ("unexplainable such as, contraction like cramping/ pelvic/ abdominal"), mood swings ("mood swings"), hot flush ("hot flashes"), pelvic pain ("shooting pains threw my pelvic area and back/ pain: chronic/ pelvic/ abdominal") and back pain ("shooting pains threw my pelvic area and back"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pain ("pains"), feeling abnormal ("physically and mentally fed up"), general physical health deterioration ("damaged me not only internally but externally"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), genital haemorrhage ("gen. Abnormal. Bleed,"), anxiety ("anxiety"), vaginal discharge ("bladder/urinary problems vag. Infect., vag. Discharge,"), vaginal infection ("bladder/urinary problems vag. Infect., vag. Discharge,"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), vision blurred ("vision probs: blurred vision"), migraine ("migraines\headches"), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pruritus ("dry itchy skin"), dizziness ("dizziness"), gastrooesophageal reflux disease ("acid reflux") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. In 2013, the menorrhagia and abdominal pain lower had resolved. In 2015, the pain had resolved. At the time of the report, the fallopian tube perforation, procedural pain, post procedural discomfort, abdominal pain, mood swings, hot flush, pelvic pain, back pain, dysmenorrhoea, metrorrhagia, genital haemorrhage, anxiety, vaginal discharge, vaginal infection, fatigue, hormone level abnormal, headache, nausea, vision blurred, weight increased, migraine, dizziness, gastrooesophageal reflux disease and alopecia outcome was unknown and the feeling abnormal and general physical health deterioration had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, dizziness, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, gastrooesophageal reflux disease, general physical health deterioration, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pain, pelvic pain, post procedural discomfort, procedural pain, pruritus, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013, (B)(6) 2013. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs received: reporters were added. Lot no. Was added. New events- abnormal bleeding (vaginal), dry itchy skin, migraines /headaches, dizziness, acid reflux, hair loss were added & events were updated from psyche injury to anxiety, vision problems to blurred vision. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted, specify: no". The patient's medical history included multigravida in 2013 and parity 4 in 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced procedural pain ("excruciating pain") and post procedural discomfort ("uncomfortable") and experienced menorrhagia ("major monthly cycle/ menorrhagia (heavy menstrual bleeding)") and abdominal pain lower ("cramping"), lasting 61 days. In (B)(6) 2015, the patient experienced abdominal pain ("unexplainable such as, contraction like cramping/ pelvic/ abdominal"), mood swings ("mood swings"), hot flush ("hot flashes"), pelvic pain ("shooting pains threw my pelvic area and back/ pain: chronic/ pelvic/ abdominal") and back pain ("shooting pains threw my pelvic area and back"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pain ("pains"), feeling abnormal ("physically and mentally fed up"), general physical health deterioration ("damaged me not only internally but externally"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), genital haemorrhage ("gen. Abnormal. Bleed,"), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems vag. Infect., vag. Discharge,"), vaginal infection ("bladder/urinary problems vag. Infect., vag. Discharge,"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). In 2013, the menorrhagia and abdominal pain lower had resolved. In 2015, the pain had resolved. At the time of the report, the fallopian tube perforation, procedural pain, post procedural discomfort, abdominal pain, mood swings, hot flush, pelvic pain, back pain, dysmenorrhoea, metrorrhagia, genital haemorrhage, psychological trauma, vaginal discharge, vaginal infection, fatigue, hormone level abnormal, headache, nausea, visual impairment and weight increased outcome was unknown and the feeling abnormal and general physical health deterioration had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, general physical health deterioration, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, metrorrhagia, mood swings, nausea, pain, pelvic pain, post procedural discomfort, procedural pain, psychological trauma, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events added: " dysmenorrhea (cramping), metrorrhagia (bleeding b/w periods), gen. Abnormal. Bleed, psych injury, perforation fallopian tubes, bladder/urinary problems vag. Infect, vag. Discharge, fatigue, hormonal changes, headaches, nausea, vision probs, weight gain". Reporter contact information was added. Patient¿s information was updated. Patient's demographics were added. Product indication was added. Essure insertion date was updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.